Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. A follow-up report will be submitted when the final evaluation is completed as necessary.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This solicited case reported by a consumer via a patient assistant program (psp), concerned a (B)(6) year-old male patient of unknown origin. Medical history was not reported. Concomitant medications included tablets of unspecified drug for unknown indication. The patient received human insulin isophane suspension 70%/human insulin 30% (rdna origin) injection (humulin 70/30) from unknown formulation via reusable pen (humapen savvio 3ml; gray) subcutaneously for the treatment of diabetes mellitus beginning on unknown date, but taken for more than 8 years via humapen savvio 3ml; gray which was also used for more than 8 years. Dose and frequency were not reported. Approximately in 2018, he undergone two surgeries one for heart stent fixation and other for kidney stent fixation and he was fatigue due to the surgeries. Approximately in (B)(6) 2019, the humapen savvio 3ml; gray (unknown lot number/ product complaint (pc) (B)(4)) broke into 2 parts so he could not dispense his doses which led to high blood glucose and reached to more than 600 mg/dl (no normal ranges provided) when he measured it in (B)(6) 2020. This event was considered to be serious due to medical significance. He did not recover from the event of blood glucose increased and it was unknown the outcome for the remaining events. Corrective treatments were not reported. Human insulin isophane suspension 70%/human insulin 30% was ongoing. The operator of the humapen savvio 3ml; gray and the training status were unknown. The general and the suspect humapen savvio 3ml; gray duration of use was more than 8 years as reported. Action taken and the status of the humapen savvio 3ml; gray were unknown. The reporting consumer related the event of blood glucose increased to the device and did not provide assessment for the human insulin isophane suspension 70%/human insulin 30%. The reporting consumer did not provide assessment for the remaining events and human insulin isophane suspension 70%/human insulin 30%. Update 15apr2020: this case was reopened in order to add the pc number in narrative for product complaint process purposes. No other changes performed. Edit 16apr2020: updated medwatch and european and (B)(6) (EU/(B)(6)) fields for expedited device reporting. No new information added.

Event description:
Lilly case ID: (B)(4). This solicited case reported by a consumer via a patient assistant program (psp), concerned a 63-year-old male patient of unknown origin. Medical history was not reported. Concomitant medications included tablets of unspecified drug for unknown indication. The patient received human insulin isophane suspension 70%/human insulin 30% (rdna origin) injection (humulin 70/30) via reusable pen (humapen savvio 3ml; gray) subcutaneously for the treatment of diabetes mellitus beginning on unknown date, but taken for more than 8 years via humapen savvio 3ml; gray which was also used for more than 8 years. Dose and frequency were not reported. Approximately in 2018, he undergone two surgeries one for heart stent fixation and other for kidney stent fixation and he was fatigue due to the surgeries. Approximately in (B)(6) 2019, the humapen savvio 3ml; gray (unknown lot number/ product complaint (B)(4) broke into 2 parts so he could not dispense his doses which led to high blood glucose and reached to more than 600 mg/dl (no normal ranges provided) when he measured it in jan2020. This event was considered to be serious due to medical significance. He did not recover from the event of blood glucose increased and it was unknown the outcome for the remaining events. Corrective treatments were not reported. Human insulin isophane suspension 70%/human insulin 30% was ongoing. The operator of the humapen savvio 3ml; gray and the training status were unknown. The general and the suspect humapen savvio 3ml; gray duration of use was more than 8 years as reported. The suspect device was not returned to the manufacturer. The reporting consumer related the event of blood glucose increased to the device and did not provide assessment for the human insulin isophane suspension 70%/human insulin 30%. The reporting consumer did not provide assessment for the remaining events and human insulin isophane suspension 70%/human insulin 30%. Update (B)(6) 2020: this case was reopened in order to add the pc number in narrative for product complaint process purposes. No other changes performed. Edit (B)(6) 2020: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Update (B)(6) 2020: additional information received on 21apr2020 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch fields/ european and canadian (EU/ca) device information and device return status to not returned to manufacturer for (B)(4) associated with an unknown lot of a humapen savvio (gray) device. Upon internal review, updated suspect drug formulation from unknown to cartridge. Corresponding fields and narrative updated accordingly.

Manufacturer narrative:
B.5. Narrative field: new, updated and corrected information is referenced within the update statements in b.5. Please refer to update statement(s) dated (B)(6) 2020 in the b.5. Field. No further follow-up is planned. Evaluation summary: a male patient reported his humapen savvio device broke into two parts so he could not dispense his doses. The patient experienced increased blood glucose. The device was not returned to the manufacturer for investigation (batch unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. The core instructions for use state to always carry a spare insulin pen in case your pen is lost or damaged. In addition, the patient reported using the device for eight years; however, the device was first available in q4 2012, seven and a half years ago. The core instructions for use state the humapen savvio has been designed to be used for up to 6 years after first use. There is evidence of improper use. The patient used the device beyond the recommended use period. It is unknown if this misuse is related to the complaint of broken device or the event of increased blood glucose.